Event description:
It was reported and through investigation that a patient with a 21mm 3000 aortic valve underwent a valve-in-valve procedure after an implant duration of 8 years, 5 months due to degeneration and severe stenosis. The patient presented with symptoms of heart failure class iii. The tavr procedure was successfully performed with a 23mm non-edwards (evolut) valve.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed to the event.